Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received fully disassembled. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. Positive moisture indicator describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure that in the process of attaching disposable the device came apart into three pieces. Another like device was used to complete the procedure. There were no adverse consequences for the patient.